Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and failure analysis investigations could not reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument sealed and cut successfully. The grips opened and closed properly. The instrument passed continuity test upon testing. There was a large number of debris on the jaws. The instrument was fully functional. Isi followed up with the initial reporter and obtained the following additional information: the vessel sealer extend jaws would not open. The instrument was removed, and a new instrument was used to continue the procedure. There was no error displayed on the generator and no continuous tone.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument stopped working. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend jaws would not open. The instrument was removed, and a new instrument was used to continue the procedure. There was no error displayed on the erbe and no continuous tone.